Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to a dislocation on (B)(6) 2023. The implantation date was on (B)(6) 2022. A cup was explanted and a new cup was implanted.